Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and process residue on filter line designator fl10 & fl4 and jack connector designation j41-6 was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.